Event description:
It was reported to boston scientific that during preparation, the graspit would not open and close. The case was completed with another graspit urological grasping forceps device. Note: device evaluation indicated that the device was used.

Manufacturer narrative:
Customer complaint confirmed. The jaws of the returned device were open and could not be closed. Heavy residue was found around the jaw cannula that was preventing it and the jaws from being retracted into the sheath. The most likely root cause for this complaint is operational context. It appears that during use, residue built up around the jaw cannula to the point where it would no longer move freely within the sheath. A review of the device history record was performed and revealed no anomalies.